Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. A follow-up report will be submitted upon receipt of the device, completion of investigation and/or availability of new, relevant details.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. Based on the information received, a perceval plus valve pvf-m was attempted to be implanted in a patient on (B)(6) 2026 as follows: during the mics avr, the white sizer s passed through smoothly without resistance. The white sizer m passed while feeling resistance. Therefore, it was decided to implant the perceval plus m. After the ballooning procedure, the stent infolding was discovered, and the ballooning was performed again. The shape had improved, so the aortotomy was closed. After the declamp, an echocardiogram was performed, which revealed pvl and stent infolding. Therefore, the clamp was re-done and the perceval plus size m was removed and a perceval plus size s was ultimately implanted.